Event description:
A patient underwent breast augmentation in 1991 with mentor saline implants. In 2011, according to the patient's attorney, the patient experienced a deflation of the right implant. The device was removed in (B)(6) 2011. The device was not returned to mentor for evaluation. No other information is available at this time.